Event description:
It was reported that the atrial lead had variable, increasing impedances over time that are now high along with high threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.